Manufacturer narrative:
The customer did not return product or sample for investigation testing. The galileo operator manual states that forward only typing has a higher risk of mistype due to the absence of reverse type results. Hazardous mistypes may occur. For this reason, abo rh results should always be compared to the patient or donor history.

Event description:
Customer reported abo mistypes on two donor samples tested on galileo using the fwd_abo assay. One sample was a confirmed (manually) as a positive that the galileo had typed as o negative. The other sample was a confirmed (manually) as ab positive that the galileo had typed as a positive.